Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation record received. Litigation alleges pain and extreme weakness in his hip and quadriceps. Plaintiff has been injured and incurred substantial damages and physical injuries. Doi: (B)(6) 2010; dor: not reported; unknown hip (pinnacle).

Manufacturer narrative:
Additional narrative: (B)(4).

Event description:
Pinnacle pfs and medical records received. In addition to what was previous alleged, pfs has no new allegations. After review of the medical records for MDR reportability, patient was revised to address metallosis. Operative reported that there was extensive tissue necrosis, the trunnion showed extensive metallosis and black corrosion.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges metal wear and elevated metal ions.